Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarms which were reproduced while attempting to run a loaded set. The alarms were also confirmed during a review of the event history log. It was observed that the downstream sensor had high fluid numbers with fluid filled set. Evaluation also found the downstream pressure plate gap to be out of specification. The failed downstream sensor was calibrated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.